Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, ectopic pregnancy with contraceptive device, alopecia, fatigue, weight increased, infection, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 and endometrial polyp. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection-vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("abdominal pain lower") and nausea ("nausea"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain lower had resolved, the ectopic pregnancy with contraceptive device, alopecia, fatigue, weight increased and vaginal infection outcome was unknown and the nausea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: remains were naturally expelled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - (B)(6) 2012: coils in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. No new significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 and endometrial polyp. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection-vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("abdominal pain lower") and nausea ("nausea"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the ectopic pregnancy with contraceptive device, alopecia, fatigue, weight increased and vaginal infection outcome was unknown and the nausea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, nausea, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: remains were naturally expelled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event infection was updated to vaginal infection. Event abdominal pain lower was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue") and infection ("infection"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, ectopic pregnancy with contraceptive device, alopecia, fatigue, weight increased and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury was replaced with new events hair loss, fatigue, other, weight gain, ectopic pregnancy, device ineffective, infection, excessive bleeding. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 and endometrial polyp. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, ectopic pregnancy with contraceptive device, alopecia, fatigue, weight increased, infection, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of product technical complaint. On 19-mar-2020: medical records received. Patient's medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.